Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) /2024, it was reported that the patient experienced inaccurate cgm readings. According to the report, the issue was reported via social media. Not enough data exists to assign the issue to a specific patient in the database. Was unable to contact for further information about the event. The patient reportedly indicated that the ER was called over a low bg reading. At an unspecified moment within the episode, the bg was reportedly 89 mg/dl. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.